Event description:
The customer reported that no sample/diluent was delivered to position b3 and wells a2 through a7 and no alarm was generated by the summit sample handler. This occurred while pipetting a hepatitis b surface antigen plate. A field service engineer was dispatched and found that the tip clamping mechanism was contaminated and needed to be cleaned. The engineer cleaned the mechanism and ran diagnostic checks. No death or serious injury was associated with this event.